Event description:
Noise, loss of capture and high pacing threshold were observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.